Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the implantable neurostimulator was ¿jumping on and off¿ and shocking the patient about 75-80 days prior to the report. The patient went to see the health care provider because their excruciating pain returned about 60-70 days prior the report. They were afraid that she would be out of work due to the pain that returned. The health care provider told the patient that the implantable neurostimulator needed to be replaced because the implantable neurostimulator battery depleted about 60-70 days prior to the report. The implantable neurostimulator stopped taking a charge and stopped working. The patient noted that ¿for all she knows, it could be a manufacturing defect.¿ the patient has an implantable neurostimulator replacement scheduled for (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the cause of the implantable neurostimulator jumping on and off and shocking the patient was not determined. The cause of the implantable neurostimulator depleting was determined to be end of life, and it was noted that the device had reached end of service. The patient canceled the replacement two times due to financial reasons. There were no further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6)2010 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the health care provider noticed a lot of thin white fluid/coating over the implantable neurostimulator and the lead at normal implantable neurostimulator replacement. The devices were sent back for analysis. It was reviewed that the white substance may be from calcification. There were no further complications reported or anticipated.